Event description:
A health care professional reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens removed and replaced with a shorter length lens. This resolved the problem. Cause of event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).